Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The error c-34 and bipolar coag m-11 error occurred at startup.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the nurse reported to technical service engineer (tse) that error m-11 occurred on the erbe generator. The customer tried to power cycle the erbe generator, but the issue persists. The customer decided to use a spare generator to complete the procedure. Field service engineer (fse) will follow up the issue. There was no reported injury.